Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone #: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that during venipuncture with a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in., the device's safety mechanism failed to function properly. There was no report of injury or medical intervention. It is not possible to obtain any additional information as the incident report came from brazil's regulatory agency.

Manufacturer narrative:
Results: two unused samples in open packages were returned for evaluation. A visual inspection revealed that one of the unit's needles had retracted. Additionally, all visual characteristics were normal and nothing was seen that could have caused the product to fail during activation on both units. A simulated use test was performed on the unit that's needle had not retracted by pressing the safety activation button. There were no abnormalities with this unit and the needle retracted appropriately. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6180362. A manufacturing review revealed a corrective maintenance order # (B)(4) for a failure that occurred at station (B)(4) which may be related to the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined. Although the manufacturing review revealed a corrective maintenance order, the sample analysis did not confirm the safety activation failure and our quality engineer is not able to confirm that this issue is related to the manufacturing process.